Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose and paramedics were called. The blood glucose reading at time of the call was below 10mg/dl. Customer stated that the paramedics treated his low blood glucose at home. No further info was provided.